Manufacturer narrative:
Investigation results: the photo provided on (B)(6) 2017, shows a syringe out of the flow wrap; the barrel label confirms the lot# 7075616; it shows fm on the bottom part of the syringe including in the luer area. The tip cap shown in the picture is blue color, the one we assembled was a white one. On october 19, 2017, the actual sample was received. The fm is embedded in the barrel wall. There are small portions of fm from the luer tip to the middle of the barrel. DHR review: all inspections performed while manufacturing this batch were accepted; no rejections were documented. There were no documented issues during the production run for batch 7075616. Product within specification? No. Root cause: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no issues documented about any type of foreign matter. From the photo we can confirm fm is present. However, we can¿t confirm what it is. On october 19, 2017, the actual sample shows embedded fm. The sample will be sent to a lab to confirm what it is. The report will be updated when the lab analysis results become available. When the results are determined, a supplemental MDR will be filed. No CAPA determination results.

Event description:
It was reported that ¿brown matter "was found in the syringe of a 5 ml bd posiflush¿ sp. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: the photo provided on october 12, 2017, shows a syringe out of the flow wrap; the barrel label confirms the lot# 7075616. It shows foreign matter on the bottom part of the syringe including in the luer area. The tip cap shown in the picture is blue color, the one we assembled was a white one. The actual sample was received in the columbus plant for evaluation. The foreign matter is embedded in the barrel wall. There are small portions of foreign matter from the luer tip to the middle of the barrel. The failure mode is confirmed. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no issues documented about any type of foreign matter. From the photo we can confirm fm is present; however, we can¿t confirm what it is, analysis of the sample would help to further investigate. On october 25, 2017, flks complaint handling lab received (1) bd 5ml posiflush saline syringe form lot # 7075616. A small portion of the observed embedded material was removed from the barrel and prepared for ftir spectral analysis. While preparing the sample for ftir analysis, the material was noted as being slightly brittle. The spectral analysis suggests that this material has components similar to those of chlorinated polyethylene or kaolin. This is the first complaint to the batch 7075616 for the same defect or symptom. All our inspections performed while manufacturing this batch were accepted; no rejections were documented. Bd was able to duplicate or confirm the customer¿s indicated failure mode. Product was not within specification.